Manufacturer narrative:
Follow up # 1/supplemental report text 02/24/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1245pm. The reporter stated the patient obtained blood glucose results of "140 mg/dl" with the subject meter and "35 mg/dl" on another meter, performed greater than 30 minutes of each other. The cca was advised the patient manages her diabetes with novolog insulin (25 units). At that time, the patient took her usual dose of insulin. By 345pm, the reporter claimed the patient felt symptoms of sweating, light headed, dizziness and "falling." Emergency medical services (ems) was contacted and the patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia requiring medical treatment from a health care professional (hcp) after the alleged meter issue began.